Event description:
Oxygenator performed at a blood flow of 6.8lpm-flow was then reduced to 5.5lpm resulting in increased pressure of approx 350mmhg accompanied by poor gas exchange. As a result the oxygenator was changed out and the case continued without further complications or injury to the pt.